Manufacturer narrative:
Reported event: mps (B)(6) reported an angle discrepancy error in j5 during a tha case. Device evaluation and results: per gsp 148065: fse confirmed the j5 discrepancy error and was able to duplicate. The j5 cable was found to have slipped into the pulley groove. The cable was moved out on the pinion to reduce the likelihood or reoccurrence. All tests passed per the service manual. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system was verified to be performing without errors. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Event description: arm pushed too hard error during reaming even though arm wasn¿t being pushed. There was a j5 error reported the day before and I was given the clear to proceed with the procedure and afterwards, I spoke with an engineer, ran through some tests, and he said it was ok to go for the next day. The case completed fine after manual reaming then impacting the cup. Possibly j5 sensor/bumper issue causing a false ¿push too hard¿ error?

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka/tka/tha: tha. Event description: arm pushed too hard error during reaming even though arm wasn¿t being pushed. There was a j5 error reported the day before and I was given the clear to proceed with the procedure and afterwards, I spoke with an engineer, ran through some tests, and he said it was ok to go for the next day. The case completed fine after manual reaming then impacting the cup. Possibly j5 sensor/bumper issue causing a false ¿push too hard¿ error?.